Event description:
It was reported to baxter (B) (4) that a reservoir of a half day infusor ruptured. It was not specified when this event occurred; however, the customer stated it was not during patient use. There was no report of patient injury or medical intervention. No additional information available.

Event description:
On 8/3: customer reports at the end of a ureteroscopy procedure, male pt (age not reported) under general anesthesia, the table failed to move out of the trendelenburg position. Before pt could be anesthesia could wake up the pt, the pt had to be moved to a stretcher. No further incident, no report injury.

Manufacturer narrative:
Device evaluation: the device was evaluated by a baxter technician. The reported condition of "reservoir ruptured" was confirmed through visual examination. The issue is currently being investigated under (B) (4)-CAPA-(B) (4). (B) (4)

Manufacturer narrative:
Additional information: one used sample was received for evaluation; however, the device evaluation is not yet complete. Once the evaluation has been completed, a follow-up medwatch will be filed. (B) (4)